Manufacturer narrative:
PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+1.0/132 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged with a same size and model, different axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a case/vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the lens out of specifications. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6-method code 3331, device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).